Event description:
Procedure: robotic wedge resection. According to the reporter: the stapler was fired and it locked in fired position. The jaws would not open. Stapler was locked on tissue. The surgeon attempted to resect affected tissue with another stapler, but that also locked on tissue. Procedure was converted to open procedure and both staplers were manually cut out. On both handles, interlock did not function as usual and reload was able to be readvanced. Rep watched scrub load the second reload and stapler was loaded and cycled properly. There was tissue loss. The case time extended over 60 minutes. There was over 500cc of blood loss. A transfusion was required. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).